Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced pain and swelling at the implant site. On (B)(6) 2018, the recipient was hospitalized. The recipient was prescribed clindamycin and decadron. The recipient's device has migrated.

Manufacturer narrative:
The recipient reportedly experienced edema. The recipient was suspected to have an infection, however, the area was never aspirated for confirmation. The recipient's device continues to migrate. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not undergo revision surgery at this time. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced pain and swelling at the implant site. On (B)(6) 2018, the recipient was hospitalized. The recipient was prescribed clindamycin and decadron. On (B)(6) 2018, the recipient was discharged from the hospital due to a decrease in swelling. On (B)(6) 2018, the recipient attended a follow-up doctor visit in which the recipient was cleared to resume device use. During this visit, it was observed that the recipient's device had migrated.

Manufacturer narrative:
Revision surgery is reportedly scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient is using the device. This is the final report.